Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 3 device was received at hq an preliminary device investigation showed a damaged housing and a leaking battery. The user was on (B)(6) 2023 in the care center in frankfurt because the rondo 3 was is not working anymore. It was not able to ready out the data of the processor. No patient injury is reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 3 device was found with a damaged housing and a leaking battery. Further information has been requested.